Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke after 116,569 joules and 31 minutes of fiber use. The fiber was replaced and a second fiber was used to complete the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Additional information provided in: b5 describe event or problem, h6 patient codes, and h6 impact codes. Investigation summary: with the available information boston scientific concluded that the reported fiber tip break cannot be not confirmed as the tip was found to be present on the fiber. Also, functional testing with the hene (helium-neon) laser fixture did not identify any signs of breakage along the fiber's length. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Based on review of all the information available, the manufacturer determined this event no longer meets reporting criteria for the device in question as no damages were identified on the returned fiber. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis noted that the fiber metal cap exhibited mild charred debris adhesion on its surface and the glass cap exhibited mild devitrification at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage along the length of the fiber. The connector cone, segments and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. The analysis of the fiber did not identified defects or anomalies. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation as the product analysis did not identify any defects or anomalies.

Event description:
It was reported that after 116,569 joules and 31 minutes of use during a photoselective vaporization of the prostate procedure, the fiber tip broke. It was noted that the fiber tip did not physically detach from the fiber. The fiber was replaced and a second fiber was used to complete the procedure without any complications to the patient.